Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported using cartridge for approximately 15 days. Tandem technical support informed the customer that this is off label per the user guide. Customer¿s blood glucose level was 124 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.